Manufacturer narrative:
Additional information: a moma ultra device was used in the procedure. It took 15 to 20 minutes to fully deflate the balloon. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation the catheter was examined; no visual abnormalities were noted (e.g. Kinks). A 10cc water filled syringe was attached to the proximal (cca) balloon valve and a vacuum could be pulled and maintained. The syringe was pressurized; the balloon would not inflate. No leaks were detected. A 20cc water filled syringe with manometer was attached and pressurized to 10atm: the balloon would not inflate. Several cycles of attempting to inflate the balloon using a pressure of 10atm were made. The catheter was pressurized at 10atm for 15minutes; the balloon would not inflate. The most likely reason for being unable to inflate in the cer lab is contrast residue occlusion of the inflation lumen. A 10cc water filled syringe was attached to the distal (eca) balloon valve and a vacuum could be pulled and maintained. The syringe was pressurized; the balloon would not inflate. No leaks were detected. A 20cc water filled syringe with manometer was attached and pressurized to 10atm: the balloon would not inflate. Several cycles of attempting to inflate the balloon using a pressure of 10atm were made. The catheter was pressurized at 10atm for 15minutes; the balloon would not inflate. The most likely reason for being unable to inflate in the cer lab is contrast residue occlusion of the inflation lumen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a mo.ma occluding device during procedure to treat lesion in the common carotid artery (cca). The device was not inspected. The device was prepped per IFU with no issues noted. It was reported that at the end of the procedure, the balloon in the common carotid artery was tried to deflate, but it did not deflate completely, the angle in the middle of the shaft was changed, but the issue still persisted, finally, the balloon became deflated by performing inflation and deflation repeatedly with saline, so it was removed. There was no patient injury reported.